Event description:
It was reported difficulty was encountered removing this balloon catheter through an introducer sheath during a arterial venous fistula graft dilatation procedure. Continual removal difficulties resulted in the balloon detaching in the pt. A cutdown was performed and uneventful retrieval of the detached balloon followed. The physician felt an adequate dilatation was achieved and chose not to use another balloon catheter. The pt's condition is good. This device has not been rec'd for evaluation. Therefore, no failure analysis is available. Since follow up indicated continued exertion against resistance resulted in the balloon detaching in the pt, co believes this factor may have contributed to this event. However, without evaluating the device co's unable to determine the exact cause for this event. Direction for use state: "if resistance if encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."